Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 595cc mentor memorygel breast implant experienced right sided baker grade ii capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 680cc mentor memorygel breast implants was performed on (B)(6) 2020.